Manufacturer narrative:
Device evaluation included replacing the fluid level sensor. Once the sensor was replaced, the console passed all functional testing.

Event description:
The perfusionist reported an issue encountered with the mps2 console during use. She stated that the vent valve on the console would intermittently "pop" while delivering cardioplegia. She said the issue would occur from beginning to end of the procedure. There were no patient complications reported as a result of the alleged event.